Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reports their gums are hurting, inflamed and bleeding; and they feel like they have an infection. Patient was advised to see their dentist.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.